Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for lot 0202747607 was reviewed and the product was produced according to product specifications. All information reasonably known as of 30 oct 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units. This is the second of four reports. Refer to 2026095-2018-00116 for the first report. Refer to 2026095-2018-00118 for the third report. Refer to 2026095-2018-00119 for the fourth report. It was reported there was an over-infusion event. No further information has been provided at this time.

Manufacturer narrative:
Sample evaluation was performed. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 400 ml. The sample was evaluated and the reported event could not be confirmed. Limited information was provided regarding use conditions, therefore, it is not possible to determine if product was used in accordance with the instructions or if user or facility contributed to the reported incident. No medication information was provided to determine if the product contributed to the incident of fast flow. Root cause could not be determined. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.